Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an interprocessor communication error alarm and delivery stopped. Customer stated that the device was alarming and vibrating, they selected to continue but received another three error alarms. Customer stated that the alarms occurred 3 minutes apart from each other. Blood glucose value was 11.2 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was programmed and monitored for two days and no unexpected pump error 2, 28, 63, 79 or pump reset was noted during testing. The pump had a scratched case and a pillowing keypad overlay.